Manufacturer narrative:
One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. The device event log had previously recorded downstream occlusion alarms, however, the reported error could not be reproduced during functional testing, therefore the investigation could not confirm the reported complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. As a preventative measure, the device downstream occlusion sensor was replaced, and the device passed all testing. The device date and time were noted to be lagging, so the date and time were also updated.

Event description:
It was reported that during patient use, the pump displayed a downstream occlusion error. The outcome of the event was the patient's therapy was delayed, and the pump was swapped out. It is unknown if there was patient injury as a result.